Manufacturer narrative:
The patient¿s implanting center and the reporter for this event was (B)(6) hospital. The patient received the transplant at (B)(6). Approximate age of device ¿ 2 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that outpatient lab found that the patient had elevated lactate dehydrogenase (ldh) in the 1600s u/l from 481 u/l. Anticoagulation at the time was aspirin, persantine, and warfarin. Patient¿s inr at the beginning of (B)(6) was 1.8; last inr on an unspecified date was 2.8. The patient reportedly felt well. Episodes of lvad powers approximately 8 w were observed during clinic visit, slightly above normal for the patient. The patient reported possible dehydration. The patient was admitted on (B)(6) 2018. On (B)(6) 2018 ldh was 1044 u/l. The patient was on heparin, integrilin, aspirin, and warfarin. The pump reportedly appeared to be functioning normally. Overall the patient reportedly felt well. On (B)(6) 2018, the lvad clinician reported that the patient was doing well and ldh was trending down to under 1000 u/l. On (B)(6) 2018, it was reported that the patient was received a transplant at (B)(6). Transplant status was elevated due to suspected pump thrombosis.

Manufacturer narrative:
Device evaluation: thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(4). The pump was returned assembled with the driveline cut approximately 2 inches from the pump housing. A segment of approximately 6 inches was also returned. The remaining distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow graft, bend relief and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured around the outflow graft nut. An evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Examination of (B)(4) upon disassembly revealed a pink tissue-like, non-adhered deposition within the proximal side of the outlet stator. The deposition was loosely seated between the outlet bearing ball and the blades. The deposition was not denatured, and its lack of concentric layering indicates that the deposition did not initially form in the outlet stator, however, its origin could not be determined. The remaining blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient's elevated lactate dehydrogenase (ldh). Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that no other cause had been found for the elevated lactate dehydrogenase (ldh) enzyme. The only change to the patient¿s anticoagulation was down dosing around (B)(6) 018 in preparation for an outpatient right heart catheterization (rhc) test at the transplant center. The patient¿s inr at that time of the rhc was 1.8. The patient continued on aspirin and persantine and resumed the stable dosing regimen after the test. It was reported that the patient was admitted and placed on a heparin and integrillin infusions. Aspirin, persantine, and warfarin were continued and inr on (B)(6) 2018 the day before transplant was 2.4. The patient remained on heparin and integrillin infusions. The patient had already been listed for transplant, but status was upgraded. On (B)(6) 2018, the patient was transplanted. The patient was reported as currently at the transplant center and doing well post-transplant.